Event description:
It was reported that an ilet user experienced a persistent alert code 64 identified as a haptic error, which continued after five restarts despite the device having greater than 50 percent charge, and a replacement was arranged with return instructions and understanding of the new ilet learning period. Symptoms included no reported clinical effects. Outcomes included no reported impact beyond device malfunction. Investigation included customer troubleshooting and education. Investigation of this case revealed a suspected haptic actuator or alert subsystem malfunction consistent with the reported haptic error. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated; alert 64 was annunciated in the notifications menu. No vibration was felt upon locking and unlocking the device, adjusting the volume, or with using the shutdown slider. Engineering logs were downloaded and confirmed alert 64. The issue was determined to be a faulty motor vibe lra and will need to be replaced.